Event description:
It was reported that during a laparoscopic gastric bypass procedure, pieces of the clips broke off into patient. They were retrieved. Another device was used to complete the procedure. There was no patient impact reported. No other details were provided.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
Approx four (4) months following implantation of a two-level construct (l4-s1), the pt bent over and felt a "pop". Subsequent radiography suggested that a rod had failed. At revision surgery on (B)(6), 2009, it was observed that the cephalad end of one rod had not broken, but had pulled loose from the l4 screw.

Manufacturer narrative:
(B)(4). Broken jaws at bifurcation. The analysis results of the el5ml found that it was received with the jaws in the closed position. The trigger was manually assisted in order to open the jaws and then, the jaws were noted to be broken at bifurcation. Evidences of corrosion on the broken area were noted. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. This condition is very unlikely to occur during a surgical procedure and is most likely to occur after post-surgery device cleaning. The jaw breakage is not occurring as a result of the product complaint decontamination process. No functional test was performed as the device was noted to be empty, locked and with the orange indicator overtraveled. The batch record was reviewed and no anomalies were noted during the manufacturing process.